Event description:
It was reported that shaft break occurred. A 1.50mm x 8mm emerge¿ balloon catheter was advanced but was not able to cross the lesion. The physician pushed the device with force and it was noted that the proximal shaft of the catheter was separated. The shaft break occurred outside the patient's body. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).